Event description:
Healthcare provider reported a left side deflation and implant removal from textured to smooth due to the concerns of the product. Additionally healthcare provider reported via pathology "left implant and capsule received: a previously opened/disrupted tan saccular structure with a roughened out surface. There is scattered adherent yellow-tan soft adipose tissue. Within the saccular structure is a disrupted implant with protruding translucent, tenacious material. The inner lining is yellow-tan and granular with scattered adherent yellow-tan, brittle calcified material." Device has been explanted and replaced.

Event description:
Healthcare provider reported a left side "any creases" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of (B)(4). Fluid/blood leak for the period of jul 2021 through jun 2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation and implant removal from textured to smooth due to the concerns of the product. The device remains implanted.